Event description:
It was reported that a pt was being transferred in a lift when the lifter allegedly began to tip. The pt was dropped and fell onto bed. Non injury to pt. An aide assisting in the lift was allegedly struck in the arm during incident, suffering a bruise to the arm.